Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level of 30 mmol/l. The customer was treated with back up plan. Displacement verification test and self test was performed and both were passed. Customer's other blood glucose value was 20 mmol/l at the time of the call. Troubleshooting was performed. The insulin pump will not be returned for analysis.